Manufacturer narrative:
See MDR 1920664-2007-01092 for intraocular lens used with this delivery device.

Event description:
The lens ejected prematurely from the delivery device and could not be positioned in the eye. Another lens was used for the procedure.